Event description:
The customer states that the battery will not charge in the defib and other batteries do. No report of patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.